Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: unsure /there was no essure coil that was seen within the tube or cornua of the uterus'), pregnancy with contraceptive device ('pregnancy (with complications)') and abortion spontaneous ('miscarriage') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anxiety, gravida ii, parity 2, ruptured intervertebral disc, esophageal reflux and missed abortion. Previously administered products included for an unreported indication: singulair. Concurrent conditions included hiatal hernia, postoperative bleeding, postoperative infection, amenorrhea, hypertension, morbid obesity, dysphagia, gerd and threatened abortion. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celexa), cetirizine hydrochloride (zyrtec), citalopram, ethinylestradiol;etonogestrel (nuvaring), topiramate, vitamin b12 (cyanocobalamin and analogues) and vitamins nos (multivitamins). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced infection ("infection (other) describe: unsure of type"), dysmenorrhoea ("dysmenorrhea (cramping);"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain female/pelvic (right)") and arthralgia ("hip pain-right"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy and d and e). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, infection, depression, anxiety, dysmenorrhoea, vaginal discharge, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and arthralgia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion: right tube occluded. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound scan - on (B)(6) 2016: ultrasound demonstrated a gestational sac, but no fetal pole. Irregular yolk sac. Patient would like to have and d&e and us-rd-sop-1233 (local supplement) version 5.0 us pharmacovigilance legal case extraction form essure ® page 10 of 14 because she is a failed essure would like to have a bilateral salpingectomy with removal of essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received. Reporters information updated. Events added-pregnancy (with complications); miscarriage, device ineffective , abnormal bleeding (vaginal, menorrhagia); infection (other) describe: unsure of type, psychological or psychiatric problems condition: depression/anxiety; migration of essure device, location of device: unsure; dysmenorrhea (cramping); pelvic pain; vaginal discharge, hip pain-right were added. Medical history, lab data, concomitant drugs, historical drugs were added incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.